Event description:
The surgeon was utilzing the glenoid wedge baseplate inserter (804-06-324) to implant the glenoid wedge baseplate. After implant was implanted, the inserter was removed and handed back to the scrub tech. The scrub tech showed me the inserter and we noticed that the peg was missing from the guide. The surgeon was notified immediately and he determined that the peg had snapped off in the patient. He made 4 attempts to remove with a hemostat but was unsuccessful. The surgeon decided to leave the broken peg in the patient and continued to complete the surgery.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00528466_1644408-2026-00211; cc-00528466, 804-06-324, s303 - broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.